Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and no fault was found during an on-site inspection. The customer replaced the battery and required repeated testing, and the equipment was suspended. The fse went back to perform on-site inspection and found no fault and the battery was rechargeable. The fse communicated with the customer to understand that the inability to charge may be caused by improper operation. The equipment has been comprehensively tested and all parameters meet the needs of the factory and can be used clinically.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) plugged into ac power and used, it was found that the battery charging led indicator on the upper panel did not light up and the battery level, battery cannot be charged normally. It is initially judged that the battery performance is poor. The equipment is not currently used on patients and there are no casualties